Manufacturer narrative:
A ge rep evaluated the system and replaced the power control and surge suppressor pcbs. System operates as intended. This MDR is related to ge healthcare complaint.

Event description:
Customer reported the mainframe will not boot up. No pt injury was reported.